Event description:
Customer had "sporadic issue for some time" with patient samples involving multiple assays. She provided results for three patients, repeat results were generated using same analyzer: patient 1, original glucose result 144, repeat result 76 mg/dl; original alp result 3, repeat result 125 u/l; original calcium result 0.1, repeat 9.3 mg/dl. Patient 2, original glucose result 0, repeat result 137 mg/dl; original magnesium result 1.0, repeat result 0.2 mg/dl. Patient 3, original albumin result 0.0, repeat 4.0 g/dl; original alp result 99, repeat 0 u/l; original co2 result 0, repeat 26 mmol/l. Patients were not affected, original results were not reported. The alp rerun result of 0 u/l for patient 3 was also not reported. Reagent lot #s were not provided. The field service representative found the sample probe was damaged and he replaced the probe. Customer performed precision on multiple assays which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.